Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient sample that was generted by the synchron lx I 725 instrument. A patient sample was tested for accu tni and a result of 2.49ng/ml was obtained. The result was not reported out of the lab. On the same day, the original sample was re-centrifuged and then re-tested for accu tni. The repeated accu tni result was 0.02ng/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.

Manufacturer narrative:
Qc is run every 24 hours and was within customer's specifications prior to and after the event. System check performed in 2007 passed. The specimen was collected in 13x75, bd, plastic, lithium heparin tube with gel separators. The sample was centrifuged at 3,500 rpm for 10 minutes at ambient temperature. A field service engineer (fse) was dispatched to the customer's lab on 02/07/2007: the fse conducted diagnostic testing and results passed within specifications. The fse verified the instrument performance per established procedures. The fse did note hardware issues. The root cause of the event is unknown and unknowable. A malfunction will be assumed for the purpose of this report.